Event description:
Revision surgery was reported due to liner failure.

Event description:
Reportedly, the device was explanted after an implant duration of 84.8 months due to stenosis. Per the customer report, the patient developed progressive dyspnea 6 months prior to explant after pneumonia and ab therapy. Reoperation was because of stenosis. Valve was explanted and new magna mitral valve was implanted. The appearance of the device on explant was described as having "presence of pannus".

Manufacturer narrative:
The chromium and cobalt metal transfer and material removal observed on the locking ring and the aluminum and titanium metal transfer observed on the femoral head were due to contact between the two components. The contact likely occurred during the reported hip subluxation. This likely contributed to the fracture of the locking ring.